Event description:
It was reported that the ilet user requested additional infusion sets due to more frequent changes and described frequent daily insulin depletion, with a recent blood glucose of 255 mg/dl after announcing an incorrect meal size for oatmeal, eggs, and berry cobbler. The event was associated with improper or incorrect procedure or method and involved user interface interactions related to meal announcements. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to following instructions and accurate meal entry. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.